Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. A review of the device history record did not reveal any exception documents. The medwatch filed with the FDA by the customer provided a different address for the initial rptr. This address is (B)(6). The address provided in this report is associated with the customer info in merit's system. A f/u report will be submitted when the investigation has been completed. Eval method: device history record was reviewed. Conclusions: a f/u report will be submitted when the investigation has been completed.

Event description:
This info was provided by a medwatch rec'd from the FDA on (B)(6) 2011 and confirmed through contact with the customer. The customer reported that during a peripheral angiogram of the left leg, the tip of the guidewire broke off in the pt while attempting to retract the wire. The physician performed an open procedure to remove the guidewire tip. The initial procedure was then completed w/o complication.